Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR was initially reported in error as this device is not sold in the united states and therefore is not reportable in the united states. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter fell out from the patient on the 7th day after placement. It was confirmed that the balloon was ruptured and the catheter was pulled rarely.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter fell out from the patient on the 7th day after placement. It was confirmed that the balloon was ruptured and the catheter was pulled rarely.